Manufacturer narrative:
Date sent to the FDA: 06/02/2020 additional information: d10, h4, h6 a manufacturing record evaluation was performed for the finished device batch pkh385, 697v33 and no non-conformances were identified. Additional h-3 summary: it was reported performance breakage suture. It was received for analysis six unopened samples of product. The complaint sample was not received for evaluation. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2020 and the barbed suture was used. During surgery, suture breakage occurred during use. The operation time was extended within 30 minutes. A like device was used to complete the operation. There were no adverse consequences to the patient.